Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had incorrect time. A technical support specialist remoted into station and changed time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the time was 3 hrs behind and did not match up with admin times. The customer reported that the user was unable to issue medications and that there was a delay to patient care. The customer stated that this issue made the nurse override to get the medication. There were no adverse events or injuries reported based on this event.